Manufacturer narrative:
Citation: terzian z. Causes and temporal trends in procedural deaths after transcatheter aortic valve implantation. Arch cardiovasc dis. 2017 nov;110(11):607-615. Doi: 10.1016/j.acvd.2016.12.008. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding temporal trends and causes in procedural deaths after transcatheter aortic valve implantation. All data were collected from a single center between october 2006 and june 2014. The study population included 601 patients (predominantly female; mean age 83 years), 211 of which were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to intraprocedural and procedural complications. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients 45 procedural deaths occurred including 19 deaths due to heart failure, 12 deaths due to cardiac rupture, 5 deaths due to vascular complications and 9 deaths due to intensive care complications. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: paravalvular aortic regurgitation (ar), mitral valve regurgitation, paravalvular leak, valve-in-valve procedure, aortic annulus rupture, arrhythmias, left ventricular perforation, myocardial infarction, prosthesis dysfunction, and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or products were reported.